Event description:
High fever/high fever of 103 [pyrexia], knee swelled up/swelling/knee blew up [joint swelling], horrible knee pain/lot of pain [arthralgia], drained her knee/drained 2 big things of fluid off her knee [joint effusion], flu [influenza], knee is still not the same/they did not work [therapeutic response decreased]. Case description: spontaneous report was received on (B)(6) 2013 from a (B)(6) female patient, initials (B)(6), with osteoarthritis. The patient's medical history was significant for previous treatment with synvisc (several years ago, great success), shoulder pain, joint pain, knee surgery for torn meniscus and rheumatoid arthritis. On (B)(6) 2013, the patient initiated treatment with first synvisc (hylan gf-20) injection at a dose of 2 ml (frequency and route of administration not provided) in an unspecified knee. The lot number for synvisc was not provided. On an unspecified date in (B)(6) 2013, after the first synvisc shot, the patient developed a bad flu with high fever of 103 and was not able to breathe. The patient was treated with flu with z-pak (azithromycin) which did not work and was then treated with cephalexin which helped. The patient also received unspecified cold medication and inhaler. On (B)(6) 2013, the patient received second synvisc injection. On an unspecified date in (B)(6) 2013, following the second synvisc shot, the patient developed horrible knee pain and was still coughing from the flu. By the morning, patient's knee swelled/blew up and the doctor drained "tow big things" of fluid off her knee and was treated with predazone. It was reported that her knee was still not the same/injections did not work (sub-therapeutic response) because of the reaction she had and the patient did not receive the third synvisc injection. The company assessed the event of high fever/high fever of 103 as medically significant. The outcome and intensity for the events of high fever/high fever of 103, knee swelled up/swelling/knee blew up, horrible knee pain/lot of pain, drained her knee/drained 2 big things of fluid off her knee, flu and knee is still not the same/they did not work was not provided. Concomitant medications were not provided. The causal relationship between synvisc and all the events was not provided by the reporter.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.